Manufacturer narrative:
Cmp-(B)(4). (B)(4). Report source - foreign: event occurred in (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet us manufactures a similar device that is cleared or distributed in the united states under 510(k) number k030055. The product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00129, 3002806535-2017-00130, 3002806535-2017-00131.

Event description:
It was reported a patient underwent a left hip revision procedure approximately five years post-implantation due to pain, loosening, pseudotumor, and elevated metal ion levels. During the procedure, the pseudotumor was removed and pathologic anatomic research determined denudation of the synovial surface with fibrine and necrosis as well as indication for metalosis.